Event description:
A customer contacted beckman coulter inc (bci) in regards to a shock felt while walking past access 2 immunoassay analyzer and touching the keyboard stand. There was no injury to the user, and the customer did not seek or require medical attention.

Manufacturer narrative:
The customer did not report any instrument issues due to the reported shock. Service was not dispatched for this event. The instrument has all appropriate safety ratings. A definitive root cause for this event has not been determined to date.